Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while suturing, the needle broke and fell into the cavity of the patient and the part of the needle was found. As stated, they replaced a new suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one retainer device. Only the product retainer and label was returned, this showed no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. As an inadequate sample was received a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.